Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A continuous ambulatory peritoneal dialysis (capd) patient experienced peritonitis which was manifested by cloudy effluent and mild diffuse abdominal pain. The cause of the event was unknown. It was not reported if the patient was hospitalized for the event. On the same day as the event onset, the patient was treated with cefazolin (1g, daily, intraperitoneal and for 14days) and brulamicin (40mg, daily and intraperitoneal and for 14 days) for peritonitis. Fourteen days after the event onset, the patient was recovered from the event. Pd therapy was ongoing. No additional information is available.